Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 130 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.